Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
She was burned by a cell/ burnwound after application of thermacare/burn at one site as big as 2 or 5 chf coin [thermal burn], a cell has burst probably [device breakage]. Case narrative: this is a spontaneous report from a contactable pharmacist received via a sales representative, later received from another pharmacist, and then received from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), ean 7611375000101, device lot number: w61103, expiration date: may2021, charge number: w61103 06/19, from an unspecified date for a maximum of 5 hours for back pain. The patient medical history and concomitant medications were not reported. The patient was burned by a cell and had burn wound after application of thermacare on an unspecified date. Burn at one site as big as 2 or 5 chf coin. A cell had burst probably. The product was used correctly (piece of cloth between skin and thermacare). Use of the device reported as proper. Burn had to be treated at least 3 weeks. According to the patient treatment with wound gel and plaster. It was reported, there were now still 3 of the 4 wraps in the box, in case you need them for analysis purposes. It was further reported by the consumer that, "the patient bought the patches on (B)(6) in an unspecified year and had worn them for a maximum of 5 hours. The burn only occurred at one cell. She then checked the cover, but could not see any defect/leak. She discarded the cover. Still today (on (B)(6) 2019) she wore a plaster on the burn." The event "she was burned by a cell/ burnwound after application of thermacare" was considered serious due to medically significant by the later pharmacist. The action taken in response to the events for thermacare heatwrap was permanently stopped. The events outcome was not recovered. The device was available for evaluation. According to the product quality complaint group investigation on 28mar2019 the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (26feb2019): new information for the report received from another pharmacist includes: new reporter, patient race and ethnicity, product data (updated trade name, action taken) and new event data (new event a cell has burst probably, treatment information and seriousness criteria for the event "she was burned by a cell/ burnwound after application of thermacare"). The event "she was burned by a cell/ burnwound after application of thermacare" was upgraded to serious and reportable. Follow-up (28mar2019): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (08apr2019): new information received from a contactable consumer via the product complaint group includes: additional reporter and more event details. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of thermal burn and device breakage as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of thermal burn and device breakage as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
She was burned by a cell/ burnwound after application of thermacare/burn at one site as big as 2 or 5 chf coin [thermal burn], a cell has burst probably [device breakage]. Case narrative: this is a spontaneous report from a contactable pharmacist received via a sales representative and later received from another pharmacist. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), ean 7611375000101, device lot number: w61103, expiration date: may2021, charge number: w61103 06/19, from an unspecified date at an unspecified frequency for back pain. The patient medical history and concomitant medications were not reported. The patient was burned by a cell and had burn wound after application of thermacare on an unspecified date. Burn at one site as big as 2 or 5 chf coin. A cell has burst probably. The product was used correctly (piece of cloth between skin and thermacare). Use of the device reported as proper. Burn had to be treated at least 3 weeks. According to the patient treatment with wound gel and plaster. It was reported, there are now still 3 of the 4 wraps in the box, in case you need them for analysis purposes. The event "she was burned by a cell/ burnwound after application of thermacare" was considered serious due to medically significant by the later pharmacist. The action taken in response to the event for thermacare heatwrap was permanently stopped. The event outcome was not recovered. The device was available for evaluation. According to the product quality complaint group investigation on 28mar2019 the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (26feb2019): new information for the report received from another pharmacist includes: new reporter, patient race and ethnicity, product data (updated trade name, action taken) and new event data (new event a cell has burst probably, treatment information and seriousness criteria for the event "she was burned by a cell/ burnwound after application of thermacare"). The event "she was burned by a cell/ burnwound after application of thermacare" was upgraded to serious and reportable. Follow-up (28mar2019): new information received from product quality complaints (pqc) group included: product quality investigation results. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of thermal burn and device breakage as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of thermal burn and device breakage as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Manufacturer narrative:
According to the product quality complaint group investigation on 28mar2019: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. As of 16apr2019, new information received from pqc group included: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- 74091 bridging pfizer hal severity numbers applied in the thermacare heatwrap rmp. A site investigation is in progress. Complaint subclass: cell damage/leakage. Severity rank: s3. Additional pq investigation results received on 08may2019 included: a site investigation was conducted on production records; a device malfunction was not identified during records review. Based on the complaint narrative this represents a potential device malfunction, severity ranking is s3-skin burn- per rpt-74091 bridging pfizer hal severity numbers applied in the thermacare heat wrap rmp. A return sample was not received; a device malfunction cannot be confirmed. There is no further investigation or actions needed. The root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained s.

Event description:
Burned by a cell/ burn at one site as big as 2 or 5 chf coin/ a bubble formed the exact shape of a cell pictured on the skin [burns second degree], a cell has burst probably [device breakage], did not check the skin under the heatwrap during use and had read the usage instructions prior to use [intentional device misuse]. Case narrative: this is a spontaneous report from a contactable pharmacist received via a sales representative, later received from another pharmacist, and then received from a contactable consumer. A 75-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip) (ean: 7611375000101, device lot number: w61103, expiration date: may2021) from on (B)(6) 2019, at approximately 15:00 to on (B)(6) 2019 at approximately 20:00 for back pain. The patient's medical history included sensitive skin from an unspecified date and unknown if ongoing. Concomitant medications were not reported. The patient was not pregnant and denied being menopausal. On (B)(6) 2019, the patient reported at approximately 20:00 she felt a burning sensation on the skin (only in one location from one cell) and therefore removed the heatwrap after approximately 5 hours of use. Initially, the area was just reddened; however, the next day (on (B)(6) 2019) a bubble formed the exact shape of a cell pictured on the skin. She stated the burn wound at the one cell site was as big as a 2 or 5 chf coin. A cell had burst probably. The product was used correctly as the patient wore the heatwrap over a t-shirt (piece of cloth used between skin and thermacare). The patient did not consult a healthcare professional as a result of the events. The burn was treated at least 3 weeks, self-treatment with flammazine wundcreme and plaster (provided by her daughter, a pharmacist assistant). It took about 8 weeks until the wound was completely healed. Afterwards, she wore a wound patch, for protection, because the burn was at the waistband level. No hospitalization was required as a result of the events. She checked the cover, but could not see any defect/leak (patient did not detect a defect on the wrap, but maybe she missed it). It was reported the patient did not check the skin under the heatwrap during use and had read the usage instructions prior to use. She discarded the heatwrap involved with the burn but still had 3 of the 4 wraps in the box, in case they were needed for analysis purposes. The event "she was burned by a cell/ burnwound after application of thermacare" was considered serious due to medically significant by the later pharmacist. The patient was not under the care of a physician at the time of reporting. She classified her skin tone as fair. The patient had sensitive skin and denied having any abnormal skin conditions. She was using the lower back and hip heatwrap from a red box. She returned the used package to the pharmacy. The patient had not previously used thermacare heatwraps or any other heat products (i.e., electric heating pad, hot water bottle, microwave gel pack) for pain relief. She did not engage in exercise while using the product and was not taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem was experienced. Action taken in response to the events for thermacare heatwrap was permanently discontinued on 16jan2019. Clinical outcome of the events was reported as resolved on an unspecified date in 2019. According to the product quality complaint group investigation on 28mar2019: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. As of 16apr2019, new information received from pqc group included: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- 74091 bridging pfizer hal severity numbers applied in the thermacare heatwrap rmp. A site investigation is in progress. Complaint subclass: cell damage/leakage. Severity rank: s3. Additional pq investigation results received on 08may2019 included: a site investigation was conducted on production records; a device malfunction was not identified during records review. Based on the complaint narrative this represents a potential device malfunction, severity ranking is s3-skin burn- per rpt-74091 bridging pfizer hal severity numbers applied in the thermacare heat wrap rmp. A return sample was not received; a device malfunction cannot be confirmed. There is no further investigation or actions needed. The root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (26feb2019): new information for the report received from another pharmacist includes: new reporter, patient race and ethnicity, product data (updated trade name, action taken) and new event data (new event a cell has burst probably, treatment information and seriousness criteria for the event "she was burned by a cell/ burnwound after application of thermacare"). The event "she was burned by a cell/ burnwound after application of thermacare" was upgraded to serious and reportable. Follow-up (28mar2019): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (08apr2019): new information received from a contactable consumer via the product complaint group includes: additional reporter and more event details. Follow-up (16apr2019): new information received from product quality complaints (pqc) group included: severity level assessment. Follow-up (08may2019): new information received from product quality complaints (pqc) group included: additional product quality investigation results. Follow-up (10may2019): new information received from the patient includes: patient details, medical history, suspect product start/stop dates, reaction data (additional event device use error and updated event thermal burn to burns second degree), clinical outcome of the events, further information pertaining to the events experienced, therapeutic measures taken and no hospitalization required. Follow-up attempts completed. No further information expected., comment: based on the information provided, the events of burn second degree burn, device breakage and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse and device breakage which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] she was burned by a cell/ burnwound after application of thermacare/burn at one site as big as 2 or 5 chf coin [thermal burn] , a cell has burst probably [device breakage] , . Case narrative:this is a spontaneous report from a contactable pharmacist received via a sales representative, later received from another pharmacist, and then received from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), ean 7611375000101, device lot number w61103, expiration date may2021, charge number: w61103 06/19, from an unspecified date for a maximum of 5 hours for back pain. The patient medical history and concomitant medications were not reported. The patient was burned by a cell and had burn wound after application of thermacare on an unspecified date. Burn at one site as big as 2 or 5 chf coin. A cell had burst probably. The product was used correctly (piece of cloth between skin and thermacare). Use of the device reported as proper. Burn had to be treated at least 3 weeks. According to the patient treatment with wound gel and plaster. It was reported, there were now still 3 of the 4 wraps in the box, in case you need them for analysis purposes. It was further reported by the consumer that, "the patient bought the patches on 16jan in an unspecified year and had worn them for a maximum of 5 hours. The burn only occurred at one cell. She then checked the cover, but could not see any defect/leak. (Patient did not detect a defect on the wrap, but maybe she missed it) she discarded the cover. Still today ((B)(6) 2019) she wore a plaster on the burn." The event "she was burned by a cell/ burnwound after application of thermacare" was considered serious due to medically significant by the later pharmacist. The action taken in response to the events for thermacare heatwrap was permanently stopped. The events outcome was not recovered. The device was available for evaluation. According to the product quality complaint group investigation on 28mar2019 the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. As of 16apr2019, new information received from pqc group included: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- (B)(4) bridging pfizer hal severity numbers applied in the thermacare heatwrap rmp. A site investigation is in progress. Complaint subclass: cell damage/leakage. Severity rank: s3. Follow-up (26feb2019): new information for the report received from another pharmacist includes: new reporter, patient race and ethnicity, product data (updated trade name, action taken) and new event data (new event a cell has burst probably, treatment information and seriousness criteria for the event "she was burned by a cell/ burnwound after application of thermacare"). The event "she was burned by a cell/ burnwound after application of thermacare" was upgraded to serious and reportable. Follow-up (28mar2019): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (08apr2019): new information received from a contactable consumer via the product complaint group includes: additional reporter and more event details. Additional information has been requested and will be provided as it becomes available. Follow-up (16apr2019): new information received from product quality complaints (pqc) group included: severity level assessment. Company clinical evaluation comment: based on the information provided, the events of thermal burn and device breakage as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of thermal burn and device breakage as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
According to the product quality complaint group investigation on 28mar2019 the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. As of 16apr2019, new information received from pqc group included: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- (B)(4) bridging pfizer hal severity numbers applied in the thermacare heatwrap rmp. A site investigation is in progress. Complaint subclass: cell damage/leakage. Severity rank: s3.

Event description:
She was burned by a cell/ burn wound after application of thermacare/burn at one site as big as 2 or 5 (B)(6) coin [thermal burn], a cell has burst probably [device breakage]. Case narrative: this is a spontaneous report from a contactable pharmacist received via a sales representative and later received from another pharmacist. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), ean (B)(4), device lot number w61103, expiration date may2021, charge number: w61103 06/19, from an unspecified date at an unspecified frequency for back pain. The patient medical history and concomitant medications were not reported. The patient was burned by a cell and had burn wound after application of thermacare on an unspecified date. Burn at one site as big as 2 or 5 (B)(6) coin. A cell has burst probably. The product was used correctly (piece of cloth between skin and thermacare). Use of the device reported as proper. Burn had to be treated at least 3 weeks. According to the patient treatment with wound gel and plaster. It was reported, there are now still 3 of the 4 wraps in the box, in case you need them for analysis purposes. The event "she was burned by a cell/ burn wound after application of thermacare" was considered serious due to medically significant by the later pharmacist. The action taken in response to the event for thermacare heatwrap was permanently stopped. The event outcome was not recovered. The device was available for evaluation. Additional information has been requested and will be provided as it becomes available. Follow-up (26feb2019): new information for the report received from another pharmacist includes: new reporter, patient race and ethnicity, product data (updated trade name, action taken) and new event data (new event a cell has burst probably, treatment information and seriousness criteria for the event "she was burned by a cell/ burn wound after application of thermacare"). The event "she was burned by a cell/ burn wound after application of thermacare" was upgraded to serious and reportable. Company clinical evaluation comment: based on the information provided, the events of thermal burn and device breakage as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.